Event description:
It was reported that during a sigmoid resection procedure, the device fired normal. However, the device could not be removed. The bowel was moving with the device when the assisting surgeon rotated the device per the IFU and the bowel became ripped. The bowel was repaired by re-doing the anastomosis and using another device to complete the procedure. When re-doing the anastomosis, staples were noticed to be formed properly from the first device. No adverse consequences reported. The device was discarded.

Event description:
The lay user/patient contacted lifescan alleging the meter read inaccurately erratic, however the results were not specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.